Event description:
While the unit was in use on a pt the low helium led was flashing. The customer replaced in helium tanks on the unit and two hrs later again received the same warnings. The pt was switched to another unit and therapy was continued. No pt injury was reported.